Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with an open wound with generator exposure on the patient¿s left side/chest. The wound was caused by a surgical site infection after device implant. The patient underwent a surgical procedure on (B)(6) 2019. The procedure was noted to be successful and the vns system remained in the patient¿s body with ok impedance. Further information was received that the patient had to go to the operation room to close the open wound and the patient has since been discharged from the hospital. No other relevant information has been received to date.